Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Adverse event # 3. Wrinkling, (right side, implant serial number: (B)(4). Doi: (B)(6) 2020) on (B)(6) 2020, she presented with wrinkling, which required fat grafting on (B)(6) 2020. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device.

Event description:
Adverse event # 3. Wrinkling, (right side, implant serial number: (B)(4). Doi: (B)(6) 2020) on (B)(6) 2020, she presented with wrinkling, which required fat grafting on (B)(6) 2020. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per the latest crf received on (B)(6) 2023, the patient had another infection and explant was performed on the right side on (B)(6) 2020 manufacturer¿s reference number: (B)(4).